Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of thrombosis and pain are listed in the electronic perclose proglide instructions for use (eifu) as foreseeable adverse events from use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral intervention using a 6f sheath. Reportedly, closing the access site was successful on (B)(6) 2022. Nine days later, on (B)(6) 2022, the patient reported pain in leg and a cold foot. Imaging was performed and diagnosed the vessel was shut down. The patient returned on (B)(6) 2022 to the operating room to open the vessel. Plaque was caught by the suture, forming a thrombosis. The vessel was surgically cleared and the patient stayed overnight. There was no reported clinically significant delay in the procedure. No additional information was provided.